Event description:
A baxter swan ganz catheter was placed for assessment pre-op. Eight days later the pt had CABG x2 w/mitral annuloplasty and aortic valvuloplasty. Several hours post-op the surgeon was manipulating the swan ganz as it was over-wedged. Bleeding was immediately noted in the ett and was treated with epinepherine. The bleeding stopped in less than 10 minutes. The surgeon thinks the swan ganz tamponaded itself. Seven hours later the pt had a coughing episode resulting in massive hemorrhage. The surgeon feels the coughing episode increased the pulmonary artery pressure resulting in a tear and massive hemorrhage into the pulmonary artery. Bleeding was controlled, but the pt's pupils were fixed and dilated. Pt was made a dnr by family and expired when life support terminated. The pt had pulmonary hypertension which predisposed pt to vessel injury. The coroner accepted the case but only did a body visualization and not an autopsy.